Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the fiber cap rotated independently of the cap and the output beam was observed to end fire/be forward-firing @138,509 joules of use; the fiber was replaced and the procedure continued using a second fiber. At 305,449 joules of use, the second fiber was fractured and was observed to "spark". The procedure was completed using a third fiber. Patient outcome: "no adverse outcomes". This report is for the first fiber used.

Manufacturer narrative:
Reference MFR report number: 2937094-2013-01473. (B)(4).